Event description:
The customer states that the cell-dyn 1700cs analyzer generated discrepant hemoglobin results on one patient sample. See data below. Hemoglobin (g/dl)10/09/08, 09:11 9.810/09/08, 09:13 8.710/09/08, 09:14 9.1field service was requested to inspect and service the cell-dyn 1700cs analyzer. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation result: loose tygon tubing (y2). This customer issue was investigated by review of the complaint text, review of the cell-dyn 1700 system operator's manual, review of complaint information on the cell-dyn 1700 product and review of the data provided. The customer had ongoing imprecision with hemoglobin (hgb) results on the cell-dyn 1700 system, (B)(4). The customer had cleaned the hgb flow cell and lyse inlet tubing with no resolution and further checked the hgb syringe and did not notice bubbles. The customer requested a field service representative (fsr) visit for issue resolution. On (B)(6) 2008, the fsr reseated the tygon tubing (y2) to resolve the issue. Additionally, the fsr ran precision and quality controls to verify the results and all of the results met specifications. The complaint resolutions were consistent with troubleshooting recommendations provided in the abbott cell-dyn 1700 system operator's manual, list number 03h58-01, revision f, under section 10 provides basic troubleshooting information. Abnormal or imprecise hgb results may be related to maintenance, electrical issues or sample issues. A review of the complaint trending system for the period (B)(6) 2007 through december 2008, did not indicate any adverse trend for the cell-dyn 1700, list 03h57-01 for the complaint issue. There was no systemic issue for the cell-dyn 1700 product line. Based on the investigation, no product issue was identified for the cell-dyn 1700 for discrepant hgb results. The cell-dyn 1700, (B)(4) is operating as intended. This is the final report.